Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4)

Event description:
It was reported to resmed that an astral device had a battery issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device logs could not confirm the reported battery issue and revealed total power failure occurred due to battery depletion. No fault was found. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery issue. There was no patient harm or serious injury reported as a result of this incident.